Event description:
It was reported that the implantable pulse generator (ipg) system became exposed when the incision opened up four days post implant. The ipg system was explanted and replaced with a competitor device and medtronic epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).